Event description:
It was reported that a male patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring a pericardiocentesis. A signal noise occurred at 1-2 electrode in only the lab when inquiry catheter was connected to 20b. Smart touch sf catheter: after brokenbourough (bb) puncture, a wire was inserted into the left atrium (la), and perforation occurred when approaching the stsf to the la along the wire. After that, ¿sl¿ was inserted into la. Sureflex was inserted into the epicardium although it was intended to be inserted into la.the procedure was continued unaware of perforation. When pentaray was inserted into sureflex and la pre-mapping was performed, the physician noticed that the autopsy was wrong. After that, blood pressure decreased, and effusion was confirmed by echocardiography. Timing when complaints occurred; ic-out: at the timing of connection of the inquiry catheter and cable before pvi. Smart touch sf catheter: at the timing of performing la pre-mapping. Ic-out: the issue was resolved by replacement with ¿bu¿. Noise occurred. In intracardiac only, in lab only, the catheter was outside the patient¿s body at the time of the noise. Smart touch sf catheter: the catheter itself was successfully used. Blood pressure decreased due to pericardial effusion, but blood pressure returned due to aspiration by pericardiocentesis. Cardiac drainage was performed, and pericardial fluid was approximately 900 ml and blood transfused. There were no abnormalities observed prior to and during use of the product. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was procedure related. Outcome of the adverse event was that the patient improved. Other relevant history --- blood transfusion. Transseptal puncture was performed but the identify of the needle device manufacturer is unknown. The cardiac tamponade was not noted prior to ablation. No evidence of steam pop. The event initially occurred during the transseptal phase, but cardiac ablation did occur as the effusion was noted prior to the ablation. Flow setting was 5ml. Correct catheter settings were selected on the generator. Pump was switching from low to high during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were dashboard; vector; visitag. Parameters for stability were range:2mm¿time:3s¿fot:3g 25%¿tag size:3mm. No additional filter were used with visitag. Color options used prospectively was tag index. Since the event (cardiac tamponade) is life threatening, it is to be considered serious and MDR-reportable. The signal noise was assessed as not MDR reportable. The risk to the patient is low.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30902259l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 30-jan-2023, the product code of d128211 was provided for the pentaray. Thefereo, the concomitant product section was updated, and unk pentaray was replaced with pentaray nav eco 7fr, d, 2-6-2. The lot number is unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).